Manufacturer narrative:
Implant date - estimated based on 45 days before the event date of (B)(6) 2021.

Event description:
It was reported that fabric damage occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted after meeting release criteria with no leak noted. At the 45-day follow-up via transesophageal echo (tee), the patient was noted to have a 3.6mm leak that the physician believed to be "through the fabric" of the flx device. A hole in the device fabric was suspected. The patient will follow-up with imaging in the future to assess the seal. No patient complications occurred in relation to this event.